Event description:
It was reported that patient underwent a total hip arthroplasty over 10 years ago. Subsequently, a revision procedure was performed in (B)(6) 2014 due to pain and a fractured modular head. The liner and modular head were replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty over 10 years ago. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain and a fractured modular head. The liner and modular head were removed and replaced.